Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence, requiring the use of 5-6 pads per day. During a surgical procedure, it was identified that the device was minimally connected at the cuff and that there was a break in the tubing. The aus was explanted and replaced with a 4.0 cm cuff, 61-70 balloon, and control pump. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 780805005. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 779921012. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.